Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5. Updated event description: upon further investigation, the evaluation of the device has been revised and the event description updated.

Event description:
Updated event description: it was reported that the power module device did not work. During in-house engineering evaluation it was determined that the device would not charge, the housing was cracked/damaged, the device stopped by itself, and the handle/lever was deformed/bent. It was noted that there was lever deformation, housing cracks/chips, the red led lights up when charging, and the device stopped midway. It was further determined that the device failed pretest for general condition and lever function, charging and checking of power module in charger, and function ¿ test. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that the power module device did not work. During in-house engineering evaluation it was determined that the device would not charge, the housing was cracked/damaged, the device stopped by itself, and the handle/lever was deformed/bent. It was further determined that the device failed pretest for general condition and lever function, charging and checking of power module in charger, and function ¿ test. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.